Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The registered nurse (rn) was reviewing the alarm log and wanted to know what system error 2240 and 2367 meant. The baxter technical service representative (tsr) explained the alarm and the probable cause. The home patient (hp) had informed the rn that it happened in initial drain but would not say anything more. The rn would review setup and connection with the hp. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2012 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but she did not know the cause of the alarm. The cg did confirm that the cycler had been swapped. Per cg, when the system error 2240 occurred there were no loose connections, disconnections or defects on the supplies. The cg stated that she had discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.